Event description:
It was reported that the user experienced nocturnal hypoglycemia, treated the initial low with multiple foods, and returned to range before experiencing a second low about two hours later. The user also announced a meal while glucose was low, which is contrary to instructions, and was counseled to use fast-acting carbohydrates in 5¿15 gram increments and to avoid announcing meals during lows. Symptoms included hypoglycemia with a nadir of 44 mg/dl and intermittent brief rises accompanied by lightheadedness. Outcomes included a minor, non-serious illness or impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified as overtreating hypoglycemia, and the device component was not applicable; the medical device problem was classified as improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.